Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the swivel wye disconnected on an rt265 infant dual heated evaqua2 breathing circuit. This was found during patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. All components were visually inspected and the circuit was pressure tested for leak. Results: visual inspection revealed no damage to the swivel elbow and swivel wye piece and the circuit. The swivel connection was tightened and the circuit was pressure tested. The returned circuit was within specification in the pressure test and the swivel elbow did not disconnect from the swivel wye during the test. A lot check was not performed as a lot number was not provided. Conclusion: no fault was found with the returned rt265 infant dual heated evaqua2 breathing circuit and swivel. We were unable to determine what may have caused the reported problem. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The swivel assembly is also pressure and flow tested as part of the breathing circuit at the production line before it leaves the factory. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.